Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station took an extended time to complete the update process. A technical support specialist monitored the station, confirmed that the issue self-resolved after the update completed, and informed the customer accordingly. The system functioned as intended after the issue got resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station remained in a perpetual restarting screen after a scheduled pyxis update was completed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.